Event description:
On (B)(6) 2010 pt reported her buttons are not always responding as they should. Pt stated this has been going on for a few weeks. Pt reported it is both the up and down buttons. Pt stated she thinks the buttons pop back up when they are pressed, and they are both raised. Pt reported both buttons still give vibrations, but they do not always respond. Pt stated the down buttons gives the beep and vibration. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was re placed and requested return of the suspect product for eval.